Event description:
Patient received a burn during electrotherapy treatment. The clinician was treating the patient for low back pain using the electrotherapy ifc waveform. The clinician applied the treatment with valuetrode electrodes, size 1.5x3.5". The patient completed the 12-15 minute treatment as prescribed. The treatment intensity was set to 25ma. The treatment frequency setting was 80-150hz. Upon removal of the valuetrode electrodes burn indications were noted in the area of the electrodes. The valuetrode electrodes were new and the patient had received electrotherapy treatment prior to this event. The patient is not noted for any pre-existing conditions typical to a reaction to an electrotherapy incident.

Manufacturer narrative:
Awaiting return and evaluation of the device. See scanned pages.